Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on both the right atrial (ra) lead and right ventricular (rv) lead. As a result, the device delivered inappropriate electric shocks. The patient was evaluated in the emergency room and reprogramming was performed and the tachy mode of the device was deactivated. A revision procedure was performed and both the ra and rv leads were surgically abandoned. This device was explanted. No additional adverse patient effects were reported.